Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an air bubble in the tubing line. The customer's blood glucose (bg) was 300 mg/dl and a correction bolus was delivered to address the bg level. As the customer was not currently seeing an air bubble, tandem technical support was unable to troubleshoot to determine a possible cause of the event.